Event description:
A 150 ml dosi-fuser -lot# 60258l- made by leventon, distributed by hospira took 50% longer to infuse chemotherapy than the stated 44 hours. Have heard of similar problems with this specific lot number from other infusion companies. No press release or recall concerning any problems with this particular lot number has been issued by either co.